Event description:
It was reported that the as lvp 20d 2ss cv had flow issues and the medicine on the secondary line was found in the primary bag. The following information was provided by the initial reporter: "mid infusion, medication which was hanging on the secondary line was noted in the primary bag. Medication wastage was estimated and additional medication had to be prepared to administer to the patient."

Manufacturer narrative:
H.6. Investigation: no reported product or photo was returned by the customer. It was reported that the medication in the secondary line was noted in the primary bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20116128 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #20116128 regarding item #2420-0007.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv had flow issues and the medicine on the secondary line was found in the primary bag. The following information was provided by the initial reporter: "mid infusion, medication which was hanging on the secondary line was noted in the primary bag. Medication wastage was estimated and additional medication had to be prepared to administer to the patient."